Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had infection. Additional information received from the field representative that the patient was currently admitted and had pocket infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service.